Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the meter has been returned and evaluated by product analysis on 08/12/2016 with the following findings: the review of the meter download history showed an error 1 sub-code 17 occurrence. However, during the actual testing, the issue was unable to be duplicated as the meter powered on per normal operation and was able to be successfully paired with a test insulin pump. No errors occurred during the testing process.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter remote emitted multiple random error 1 messages. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.